Manufacturer narrative:
(B)(4). Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on (B)(6) 2018 reported the patient had a catheter revision on (B)(6) 2018 (as previously reported) as the patient was experiencing yawning a lot (previously reported), being cold all of the time, could not speak, would jerk from time to time, the patient's pain level would go up, and the patient had no appetite. It was noted that the patient had a refill on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# (B)(4), serial#(B)(4), implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine (200 mcg/ml at 33.91 mcg/day) and dilaudid (8.0 mg/ml at 1.3565 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and radiculopathy. It was reported by the patient's wife that the patient had been yawning a lot, getting the chills and his upper body was shaking "really fast." The event date was noted as "a couple of days ago" relative to (B)(6) 2018. She mentioned the patient was not currently going through withdrawals. The patient had no falls or trauma and the pump was not alarming. No further complications were reported. Additional information was received from the manufacturer¿s representative (rep) on (B)(6) 2018. It was reported that ¿1 week ago¿ prior to the call date, the patient developed acute onset of withdrawal symptoms, along with yawning and increased pain. There were no pump alarms in the logs, no volume discrepancies, and they also did on catheter access port (cap) study on (B)(6) 2018 and it appeared the tip of the catheter was caudal. The change in therapy/symptoms was noted as sudden. There were no further complications reported/anticipated. Additional information was received from a health care provider (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported they were going to perform the catheter revision on the day of the call. The hcp was going to try to pull the catheter down to try and correct the "fish hook" since the catheter was curved. If that did not work they would look at revising or replacing the catheter. No further complications were reported.